Event description:
It was reported that the device had "short longevity." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is approaching time for device replacement. Weekly battery voltage trend data shows minimum battery equal to 2.86 to 2.64 volts between (B)(6) 2013. (B)(6) 2013 is before device recommended replacement time 2.62 volt.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944, implantable tachy lead, (B)(6) 2003; 5594, implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.